Event description:
Additional information later received reported the patient also experienced sweating. The patient received new implant and recovered without permanent impairment.

Event description:
It was reported that telemetry confirmed that the pump stalled on (B)(6) and then recovered. It stalled again on (B)(6) and had not recovered as of the date of this report. A tube set alarm occurred on (B)(6). The patient had not had an MRI. The patient was hospitalized on (B)(6) due to nausea, vomiting, light-headedness, and diarrhea. It was noted that the room in the hospital was noisy, so they did not hear the pump alarm. The patient was discharged on (B)(6) 2014 and heard the pump alarming. The patient was getting oral medication. The device system was delivering morphine (6 mg/ml at 2.9971 mg/day) and bupivacaine (4 mg/ml at 1.998 mg/day). It was later reported that the patient was experiencing withdrawal symptoms and had increased pain. The pump stall on (B)(6) was greater than or equal to 24 hours prior to recovery. There was more than one stall noted in the event logs. The cause of the stalls was unknown. No troubleshooting was done as the motor stall was permanent before anything could be done. The patient was started on opioid and would have a pump replacement. When the pump was read on (B)(6) 2014, it was programmed to minimum rate mode and still had a motor stall message. The (B)(6) motor stall showed a recovery on (B)(6). In addition to not having an MRI, the patient had no change in environment. The patient had underdose symptoms with less than 50% therapy relief. A dye study was done. The pump was replaced. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j0056601r serial# implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.